Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a hole at the end of the reservoir. The customer¿s blood glucose was unknown. Customer was changing the reservoir and infusion set when she noticed that it had a hole in it. The customer said that she already threw the reservoir away. The insulin pump will not be returned for analysis.